Event description:
It was reported that following the radio frequency (rf) procedure the patient experienced 2nd degree burn with blistering that correlated with the area of rf cannula was located. The consumables used were non-bsc devices grounding pad, abbott reuseable electrodes, nimbus needle by status medical cannula. Reference reports: mw5177947, mw5177948. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).